Event description:
During a novasure endometrial ablation the pt had a vasovagal response 1 minute and 19 seconds into the ablation cycle. The pt's heart rate (rate unk) started to decline, but the pt was quickly revived. The ablation procedure was aborted. The pt was admitted into the hospital overnight and had a full cardiology work up; results were normal.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot and serial number not provided by the complainant; therefore, the MFR date of the disposable device is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).